Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: user facility medwatch # (B)(4).

Event description:
Subsequent to the intial MDR report a medsun mandatory and voluntary report # (B)(4) was received stating: the xience stent was placed on the sterile filed for prepping. Upon opening the package, the stent covering sheath was removed in normal fashion. The stent came off along with the cover and was thrown in the trash. A new stent then needed opened and the case proceeded with a new stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the protective sheath was removed without resistance from the 3.5 x 18 mm xience alpine stent delivery system sds. However, it was noted the stent had dislodged from the balloon and was inside the protective sheath. A same size xience alpine sds was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.